Event description:
A burr hole was added on where the surgeon wanted to use stealth to place a drain. Due to it being an added semi-urgent case we had to borrow the pediatric neuro stealth. The case was under way, registration complete on the stealth, when the entire stealth shut off. The stealth was plugged in the entire case and both parts were connected to each other via the umbilical cord. The nurse in the room unplugged the stealth and turned it back on and thankfully the system turned back on right where they had left off.